Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is no approved indication for radiesse(+) in us. Dilution of radiesse(+) for injection into the neck is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 23-jul-2025: the batch record review for radiesse(+), lot a00184240, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00184240) and no similar events were noted. This case was upgraded to serious. The outcome of the event was considered as resolving. In the opinion of the reporter, the event was not related to the radiesse(+) itself, but the amount of radiesse(+) injected and not enough/incorrect dilution. This case was assessed by merz north america as serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck area is no approved indication for radiesse(+) in us. Dilution of radiesse(+) for injection into the neck area is not approved based on the currently valid us instructions for use leaflet of radiesse(+). In the opinion of the reporter, the event was not related to the product itself, but as a result the administration of 2 syringes instead of 1, with not enough/incorrect dilution. However, the reported event occurred in a compatible local and temporal relationship, can occur after treatment with radiesse(+), and a contributory role of the treatment with radiesse(+) cannot be ruled out with certainty, as in the opinion of the reporter the thickness/incorrect dilution of radiesse(+) was attributed as a factor for the adverse event. Causality for the event injection site nodule is therefore assessed as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site nodule was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse(+) into the neck area (off label use of device). Batch number and expiry date were reported as unknown. Two syringes of radiesse(+) were used. A 2.5 % dilution was reported (product preparation issue, off label use of device). After the radiesse(+) injection, the patient experienced nodules. The area was treated with saline, and the nodules appeared worse. The physician wanted to know what to expect after 1 to 3 saline flush treatments, what to do if the saline was ineffective, how to dissolve each lump, and whether there were any proven results that showed full recovery. Due to the provided information, the outcome of the event was considered as not resolved. Follow-up information was received on 23-jul-2025: this case was upgraded to serious. The patients initials, age, date of birth and weight were provided. She was 41 years old (weight: 58 kg) at the time of the event. The patient was injected with radiesse(+), on (B)(6) 2025. Batch number was reported as a00184240 (expiry date: 02-dec-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00184240 (expiry date: 02-dec-2026). A lot search in the global safety database was conducted. Two syringes of radiesse(+) were used. Radiesse(+) was diluted in a 2.5:1 ratio. The patient's past aesthetic injections included filler (not further specified), which was well tolerated. She had no past aesthetic injections in the area treated with radiesse(+), and this was her first radiesse(+) injection. The patients relevant medical history and concomitant medications were reported as none. On (B)(6) 2025, after injection with radiesse(+), the patient experienced nodules. On (B)(6) 2025, first corrective treatment was performed. The patient was treated 4 times, including 3 to 4 minute hot towel application, injection of the nodules with 6 ml of saline, and microneedling at a depth of 0.75 mm (reported as .75 depth). Much improvement was noted, but it is not fully resolved. No laboratory tests were performed. The provider ambiguously reported that a diagnosis was determined at the time of this report. Due to the provided information, the outcome of the event was considered as resolving (changed from not resolved). In the opinion of the reporter, the event was not considered to be permanent, treatment was necessary to accelerate recovery and to prevent permanent damage, and was not related to the radiesse(+) injection itself as the nodules were caused by administering two syringes instead of one with not enough/incorrect dilution. Therefore, the reporter's causality was changed from reasonable possibility/suspected to not related.